Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07263. It was reported that the burr became stuck on wire. A 1.50mm rotalink plus and a rotawire were selected for use. After the first ablation was done, the burr was removed from the patient. However, it was noted that the wire was unable to be removed from the burr. The burr and the wire were removed together from the patient's body. No patient complications were reported and patient's condition was good.